Manufacturer narrative:
H11: a lot number was provided; the device history records are currently under review. The investigation is currently underway. Photos were provided and review is currently pending. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that after inserting the pleural drain and attaching a connector via luerlock to a drainage bag, the connection between the tube and luerlock plug could not withstand tension and came loose (turning the patient, other actions). This caused the connection to open unnoticed, allowing air to enter the pleural space through the drain, resulting in a pneumothorax. During follow up response, it was further reported that no visible defects were recognizable, as the issue appeared to be caused by slight traction. The pneumothorax was clinically relevant and confirmed by CT. The patient showed a clear hemodynamic reaction, and placement of a burette drainage system was necessary. The pneumothorax was successfully repaired, and the patient survived.

Manufacturer narrative:
H11: three photos and one sample were provided to our quality team for investigation. Through visual inspection of both the photos and the returned sample, it was observed that the luer connectors were completely separated from the tubing. Additionally, visible traces of adhesive/solvent residue were noted at the end of the tubing, specifically at the interface where the tubing was originally bonded to the luer connectors. The observed separation is consistent with inadequate or compromised bonding at the tubing to luer interface. The separation of the tubing from the luer connectors is consistent with the defect reported by the customer and is considered the direct cause of the observed failure. No additional damage attributable to shipping, handling, or return activities was identified. This component is procured directly from a supplier and does not undergo any modification or secondary processing at bd. Therefore, the failure mode observed is considered to be closely related to the supplier manufactured component. Based on the sample evaluation performed, the reported failure mode was confirmed, and the observed condition aligns with the customer complaint. A review of the internal manufacturing device records and raw material history files for the reported lot number: 0001589514 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The investigation determined that the probable root cause of the reported issue is a material related failure associated with the 33¿ sb extension set with spike, a finished component purchased from an external supplier. This component is not modified, bonded, welded, or processed at the dr facility, it is received as a finished good and only manually assembled into the pigtail kit. Therefore, no internal manufacturing or handling contributions were identified. As a corrective and risk mitigation action, bd replaced the affected component with an alternate qualified version the 33¿ extension set implemented under change control. This change does not impact the intended use, performance, or safety of the final product. Post implementation monitoring has shown no recurrence of the issue, and a supplier change has also been completed with no related defects observed. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), e1: initial reporter phone #, d9 (device available for eval?; returned to manufacturer on). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that after inserting the pleural drain and attaching a connector via luerlock to a drainage bag, the connection between the tube and luerlock plug could not withstand tension and came loose (turning the patient, other actions). This caused the connection to open unnoticed, allowing air to enter the pleural space through the drain, resulting in a pneumothorax. During follow up response, it was further reported that no visible defects were recognizable, as the issue appeared to be caused by slight traction. The pneumothorax was clinically relevant and confirmed by CT. The patient showed a clear hemodynamic reaction, and placement of a burette drainage system was necessary. The pneumothorax was successfully repaired, and the patient survived.